Event description:
(B)(6) does illegal fillers, she never even graduated high school and even does house calls. She botched my lips saying she knew how to do lip injections and she didn't inject filler, when I tried to contact her she blocked me. I don't know what she put in my face and I know of many other girls in (B)(6) who also suffer from her.